Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vhyy, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the circumstances that led to the event were that the patient was under the impression from the manufacturer representative that they had to feel the stimulation at all times and if they did not, they were to increase the volume. The device was set at 1.4 at first and on (B)(6) 2015, the patient increased it to 1.6v. On (B)(6) 2015, the patient was again not feeling stimulation and increased to 1.8v. On (B)(6) 2015, the patient increased to 2.1v and this was where they could feel it. Within 3 hours, the patient got a horrible urgency every 15 minutes and thought they were starting with a uti. The patient's hcp gave them a prescription for antibiotics. The steps taken to resolve the issues were that a manufacturer representative called the patient to see how they were doing and the patient related all of the information to them. The manufacturer representative mentioned that the patient's urgency problem could be related to going too high, too fast with the settings and had the patient reduce it back to 1.7v. The next day a home health nurse had the patient put it back to 1.6v as they felt they were doing ok on that setting. The next morning the patient checked in with their own hcp and that was when they told the patient they should only change it by 1/10th of a degree and no more than 3 times a week. The hcp told the patient that they would not always feel the vibration and not to worry about that, but go by how many times they got up at night. The urgency the patient got from all of this stayed quite strong for about 10 hours and took about a week before it totally went away and was not a comfortable feeling. By (B)(6) 2015, the patient's night trips were increasing so they adjusted back to 1.7v. By (B)(6) 2015, the patient's night trips were increasing again so they adjusted it to 1.8v. Within 3 hours the urgency every 15 minutes started again, so the patient immediately put it back to 1.7v where it was now. Again it took both hours and days for the urgency to completely go away. The patient was all over the board and was told it could take 6 months to regulate it. Nights were staying pretty consistently at 3 times, which was a big improvement over their pre-implant days of 4 to 6 times. The patient did actually have 1 night at 7 and a few at 4 or 5 times, but days were all over the board. Some days the patient went 8 times and others went 14 to 15 times. Overall there was an improvement and the patient was in no rush to change the setting again. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
It was reported that the patient experienced a loss or change of therapy and this was a gradual change. The patient was implanted on (B)(6) 2015 and after implant was not feeling stimulation. The patient was at 1.4v, and then increased to 1.6v, 1.8v, and then 2.1v. About 4 days after implant, when the patient got to 2.1 they were getting horrible urges to go about every 15 minutes. The patient was at 0.25 during the trial and when they went to 1.0v it was painful. The patient spoke to the manufacturer representative 4 days after implant. The patient thought they had a urinary tract infection (uti), but the manufacturer representative said no it could be the implant because the patient increased it too high too fast. The patient decreased back down to 1.7v and was getting up 3 times a night, which was an improvement from 6 times. The patient had the best day they ever had on (B)(6) 2015. The patient started to notice on (B)(6) 2015, that they were going to the bathroom more often during the day and 4 times at night. The patient was instructed by their health care provider (hcp) to only increase small and only 3 times a week. Since being at 1.7v, the patient had been doing okay, but over 1.7v and they got a sense of urgency. The patient¿s implantable neurostimulator (ins) was on, set at 1.7v on program 2. The patient was taking vesicare and was going to cut it down. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.